Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter alleged that a new battery cap was placed on the pump and the pump powered on with no display. The old battery cap was placed back on the pump and the pump display function properly. Reportedly, the new battery cap was defective. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/03/2014 - device evaluation: the battery cap has been returned and evaluated by product analysis on 03/17/2014 with the following findings: a test pump was used to complete the investigation. The battery cap was able to be fully secured to the test pump. No power reboots occurred during investigation. The battery cap was able to be removed with no issues. The battery cap threads were intact; no damage was observed. The battery cap spring was secured. The battery cap contact height and width measurements were found to be within the required specifications. The complaint of the pump display not functioning with the returned battery cap was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The battery cap has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.